Event description:
Glucose meter reports wrong low numbers. Freestyle light. Last night we noticed a reading of 52. (Our (B)(6) is diabetic). We redo the test, and got a low warning. We then tested with our "old" one touch which showed 78. We then tested it on me (we did not want to poke again our little son) and freestyle reported 82 while onetouch 110 (for the comparison we used the same "blood drop"). We are traveling, and only have the control solution for the onetouch. The result was "in range" so we concluded the problem is with the freestyle. We had a second new test strip vial for the lite. We tried this one (on me) and this time the numbers matched those that we got from the onetouch (i.e. We did a new test, same blood drop) the numbers were 102 for one meter and 101 for the other. Since yesterday, we are using both meters (the freestyle with the strips from the "new" vial) and the numbers match. How long did we manage the diabetes of our son relying on wrong numbers from the freestyle? Is every strip in the vial defective, or is this a lottery? Are we suppose to use indefinitely 2 meters, use two different brands, pay twice the amount, draw twice the blood, or inject insulin based on numbers that can be wrong? The vial of strips from which the fault results came has the following numbers: lot 1 484151 - 201 6/07. 50 test strips - code 16. However, these are exactly the same numbers that are printed on the "new" vial which we know gives results that match those of the one touch.